Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle blood glucose meter. The customer obtained readings of 108 mg/dl and 500 mg/dl within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.